Event description:
It was reported that the ilet device experienced hardware damage involving a broken or cracked screen, and user troubleshooting and education were completed prior to arranging a replacement. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status or daily activities. Investigation included case intake review and assessment of the reported hardware issue. Investigation of this case revealed a damaged display component consistent with a physical screen fracture, with no associated alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.